Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Attempts to retrieve additional information were unsuccessful.

Event description:
Boston scientific received information that our remote patient monitoring system detected a low shock impedance measurement on this implantable right ventricular (rv) lead. Currently this lead remains implanted and in service. No adverse patient effects reported.